Event description:
A complaint was reported regarding infection at the lead extension site of a trial patient. The doctor explanted the lead extensions and the patient was prescribed antibiotics. The patient is reportedly doing well. Also refer to the associated MDR 2029203-2008-00572.

Manufacturer narrative:
The explanted device was not returned for evaluation. A review of the sterilization records for the explanted device found them to be satisfactory. This is the final report.